Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She sought medical attention and two pieces of pledget were removed from her vaginal cavity. Consumer experienced severe cramping and fever. She alleged that her doctors stated she was starting to get an infection and borderline of having tss. She was given azithromycin to prevent infection. Consumer stated her cramping and fever were improving since she started taking the antibiotic. She had a follow up doctor appointment scheduled. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome and additional medical treatment, if any, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.